Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostat. Each hemospray device did not deploy anything once activated. It is unknown how the procedure was completed. This observation was made prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evaluation: for device #1, our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in between the "on" and "off" positions. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. The device did not discharge upon deactivation, and upon further inspection there was no co2 cartridge included inside of the device. The lance position initially appeared to be off-center. When lance positioning tool t6089 was attempted to be used, the inner components of the regulator became displaced from the regulator. The inner components of the regulator were removed and all components were accounted for. The lance appeared to be beveled. The inspection of the regulator (lance and o-ring) confirms the device was of the current design. The device was disassembled for evaluation of powder inside the tubes. No clogs or clumps were noted in the device. A visual and physical inspection of the powder chamber cannula and hole in the bottom of the chamber showed it to be clear. The low pressure valve and regulator were disassembled and all components were accounted for. Powder was present on the actuator and the orange o-rings inside the low pressure valve. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. For device #2, our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device. When tested as returned, the device did not spray. The co2 cartridge did not discharge upon deactivation of the device and the co2 cartridge was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When retested with a new co2 cartridge and activation knob, the device sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the root cause for the report of unable to spray is unknown. In our laboratory evaluation, the first device could not be functionally tested due to the regulator components coming loose from the device during the evaluation; however, the regulator components were inside the regulator at the start of the evaluation so this cannot be confirmed as the failure mode for this occurrence. When disassembled, the device did not present with any clogs or misassembled components. The low pressure valve presented with powder on the inside, however this finding is not related to the report of unable to spray. The second device functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only one of the catheters was returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The IFU also states, "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. (B)(4). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action has been initiated concerning device failure due to being unable to spray powder. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used two (2) cook hemospray endoscopic hemostat. Each hemospray device did not deploy anything once activated. It is unknown how the procedure was completed. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.